Event description:
It has been reported to philips that the system was not starting up stuck at 00:00. The device was in clinical use. No harm has been reported to philips. Phillips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis procedure and completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file confirmed the malfunctioning of the flexvision pc. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.